Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device had a depleted main batteries. The hospital representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed. The batteries were replaced due to potential. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.